Manufacturer narrative:
On 7/15/16 (B)(4) - dealer stated that the unit would turn on and run, however, due to a faulty power switch the alarms were either faint or not functional, however he could not identify which of the 22 units had no functional alarms only that it was more than "1 and less than 22." However ,based on the allegation that the alarms were not functional on an unidentified invacare concentrators a MDR was filed.

Event description:
Dealer is stating that the power switches are not alarming.